Event description:
It was reported that during implant the right ventricular (rv) lead exhibited non capture. The lead was attempted to be extracted but became stuck as the helix would not retract. The lead was thus capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.